Event description:
Nurse reported customer being hospitalized for low blood glucose levels. Customer's blood glucose level at time of hospitalization was 14. Troubleshooting was performed and pump appeared to be functioning properly.